Manufacturer narrative:
The cause of the loose pad in the instrument is unknown. (B)(4).

Event description:
The customer reported that there were approximately six pads from the velocity chemistry strips found in the strip provider module (spm) on the ichem velocity urinalysis system. There were no erroneous patient results generated or reported out of the lab.